Event description:
It was reported "width of an end is about 5mm (1 piece) and the end was welded in the seam of the individual package (2 pieces)". Note: issue occurred on (2) separate cases. A separate 3500a form has been completed for the other (1) case.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow up report will be submitted.